Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing with associated code 203 - pulse test fault. The cause of the pulse test fault is intermittent connections between the computer / analog (ca) and defibrillator boards. The cause of the intermittent connections is defective connectors j1002aa and j1003aa. The root cause of the defective connectors cannot be positively identified. No adverse event resulted from the intermittent connections. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, monitor sn (B)(4) failed the incoming pulse test with associated service code 203. The last patient to use this monitor did not report any deficiencies.